Event description:
During chemotherapy administration, staff identified small leaks with the ICU medical 0.2-micron filters on three separate occasions. Filters pulled off the shelf for review. No staff exposure noted.